Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atypical atrial flutter ablation procedure, a pericardial effusion was diagnosed via echocardiogram. A transseptal puncture was conducted in order to gain access to the left atrium and map the area. The guidewire was then advanced into one of the left pulmonary veins and then the ablation was introduced into the right atrium through an introducer and passed along the same puncture to gain access into the left atrium. Following such, the patient was noted to be hypotensive and a transthoracic echocardiogram was conducted with no conclusive evidence of a pericardial effusion. Heparin was then administered and both of the introducers were inserted into the left atrium with the mapping and the ablation catheters being inserted, but then the patient became hypotensive again. A echocardiogram then revealed a pericardial effusion. The procedure was ended, the patient was administered protamine to reverse the heparin and idarucizumab to reverse dabigatran, and then a pericardiocentesis was performed in order to stabilize the patient. The physician believed the reason for the pericardial effusion was because the transseptal puncture was performed too posterior and the material was passed into the left atrium through the intra-articular sulcus. There were no performance issues with the transseptal needle.